Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. Following field was update: h2, h4, h6, h11. Additional information was received that the hygiene microbiological investigation result was negative or no growth during device culture testing on (B)(6) 2025. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: unknown. Cfu:no growth after 7 days incubation. The device was not returned to olympus for inspection and the reported failure was not confirmed. According to the investigation, the device was not sent back for evaluation. The root cause could not be identified. Based on the results of the investigation, due to the lack of data evaluation, assessment was not possible. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.